Event description:
On 11/2, pt seen in clinic for blood draw, and received chemotherapy. Also, pt received saline and heparin flushes. On 11/2, pt admitted to hosp for sepsis. Cultures from 11/2/98 were positive for enterobacter cloacae. On 11/9/98, pt discharged from the hosp.